Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis and liver infection in a patient coincident with dianeal low calcium therapy for peritoneal dialysis (pd). At the time of this report, the action taken with dianeal therapy was discontinued. On an unreported date, the patient experienced peritonitis and was hospitalized for a few weeks. The cause of the peritonitis was not reported. The reporter stated the patient experienced a liver infection on an unreported date. Remedial treatments or interventions were not reported. On an unreported date, the patient was switched from pd therapy to hemodialysis (hd). This peritonitis event was not resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Follow-up information was received from the care giver. The care giver suspected that the peritonitis and liver infection events were related to dianeal therapy. Therefore, no further investigation will be performed.